Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: london, j., wander, s., ossai, b., ma, j., pulipati, b., durgun, a., & xian, h. (2025, november 21). Rare case of embolic strokes due to watchman device thrombosis [abstract 897]. Journal of hospital medicine. Shm converge 2024. Https://shmabstracts.org/abstract/rare-case-of-embolic-strokes-due-to-watchman-device-thrombosis. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman laa closure device remains implanted; therefore, returned device analysis could not be completed. Media review: the literature article for contains medical media which has already been reviewed by authors of the publication and does not require further review by either bsc medical safety or watchman medical media smes. Device history record review the batch number of the watchman laa closure device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. [Brand name] instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (weakness, confusion/disorientation, dysphasia) and thrombosis (hospitalization, imaging and medication required). Risk review: as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. The risk review was completed and confirmed that the events of [cerebral vascular accident (cva) and thrombosis (weakness, confusion/disorientation, dysphasia) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via journal article. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) years post procedure, the patient presented to the emergency department with altered mental status, generalized weakness, and dysarthria for one day. On physical exam the patient's vitals were stable, they had dysarthria with no slurred speech, and they had no other focal neurological deficit. They were alert and oriented to person and place, but not time. The patient would have intermittent episodes of confusion during the interview process where they would occasionally forget their train of thought. The patient was admitted to the hospital to rule out a stroke. His complete blood count, comprehensive metabolic panel, thyroid function tests, b12, folate, and ammonia levels were within normal limits. A computed tomography scan without contrast revealed no acute findings. A magnetic resonance imaging scan without contrast revealed small areas of acute to subacute ischemic infarcts in the right parietal occipital junction, left occipital lobe, and left frontal deep white matter. A subsequent transesophageal echocardiogram (tee) demonstrated a large thrombus on the closure device. The patient was started on a heparin drip at the hospital and was later transitioned to apixaban. The closure device was not removed, and the plan was to continue to medically manage the patient. The patient's mental status and dysarthria improved throughout their hospital course. There were no other complications that were reported to have occurred.

Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: london, j., wander, s., ossai, b., ma, j., pulipati, b., durgun, a., & xian, h. (2025, november 21). Rare case of embolic strokes due to watchman device thrombosis [abstract 897]. Journal of hospital medicine. Shm converge 2024. Https://shmabstracts.org/abstract/rare-case-of-embolic-strokes-due-to-watchman-device-thrombosis/.

Event description:
Reported via journal article. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) years post procedure, the patient presented to the emergency department with altered mental status, generalized weakness, and dysarthria for one day. On physical exam, the patient's vitals were stable, they had dysarthria with no slurred speech, and they had no other focal neurological deficit. They were alert and oriented to person and place, but not time. The patient would have intermittent episodes of confusion during the interview process where they would occasionally forget their train of thought. The patient was admitted to the hospital to rule out a stroke. His complete blood count, comprehensive metabolic panel, thyroid function tests, b12, folate, and ammonia levels were within normal limits. A computed tomography scan without contrast revealed no acute findings. A magnetic resonance imaging scan without contrast revealed small areas of acute to subacute ischemic infarcts in the right parietal occipital junction, left occipital lobe, and left frontal deep white matter. A subsequent transesophageal echocardiogram (tee) demonstrated a large thrombus on the closure device. The patient was started on a heparin drip at the hospital and was later transitioned to apixaban. The closure device was not removed, and the plan was to continue to medically manage the patient. The patient's mental status and dysarthria improved throughout their hospital course. There were no other complications that were reported to have occurred.